Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) and I attended a revision of an lcs patella component today, with mr (B)(6) at (B)(6). He has asked us to send the implant off to look at the mode of failure. It¿s an lcs mobile bearing metal back patella. The ref no appears to be 1779-74-0000. Lot no 1031127. The original surgery was on (B)(6) 2002 at (B)(6) spa by mr (B)(6) as you can see from the pictures, the poly has split down the middle. Fortunately, due to prompt revision, the metal back had not damaged the femur, so he was able to revise just the patella. Unfortunately, the 3rd party who sterilise for this (B)(6) will not sterilise explanted metalwork, so they are not able to get the old implant processed for us. Is there any way we would except the old implant if the hospital just washed it themselves? We have not recorded the patient details as yet, and would have to apply to the hospital management for this. The contact for this is (B)(6).